Event description:
Event verbatim [preferred term] one heat wrap of a 3ct pack had damaged heat cells where the content leaked [device leakage]. Case narrative:this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual), device lot number l75967, expiration date mar2018, via an unspecified route of administration from an unspecified date to an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced one heat wrap of a 3ct pack had damaged heat cells where the content leaked on an unspecified date. The action taken with thermacare heatwrap and the outcome of the event was not reported. Quality assurance results received on 21dec2016 for thermacare heatwrap included a summary of pfizer albany investigation: the root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Review of shiftly production records did not mention issues with cut cells during manufacturing of the batch. Retained samples met the product description and the product is within expiration date'. Follow-up (16dec2019): this follow-up report is being submitted as a final reportable MDR., comment: the event "one heat wrap of a 3ct pack had damaged heat cells where the content leaked " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Summary of pfizer albany investigation: the root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Review of shiftly production records did not mention issues with cut cells during manufacturing of the batch. Retained samples met the product description and the product is within expiration date."

Manufacturer narrative:
Summary of pfizer albany investigation: the root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Review of shiftly production records did not mention issues with cut cells during manufacturing of the batch. Retained samples met the product description and the product is within expiration date."

Event description:
Event verbatim [preferred term] one heat wrap of a 3ct pack had damaged heat cells where the content leaked [device leakage]. Case narrative: this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare menstrual), device lot number l75967, expiration date mar2018, via an unspecified route of administration from an unspecified date to an unspecified date for an unspecified indication . The patient medical history and concomitant medications were not reported. The patient experienced one heat wrap of a 3ct pack had damaged heat cells where the content leaked on an unspecified date. The action taken with thermacare heatwrap and the outcome of the event was not reported. Quality assurance results received on 21dec2016 for thermacare heatwrap included a summary of pfizer albany investigation: the root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Review of shiftly production records did not mention issues with cut cells during manufacturing of the batch. Retained samples met the product description and the product is within expiration date'. Company clinical evaluation comment the event "one heat wrap of a 3ct pack had damaged heat cells where the content leaked " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device., comment: the event "one heat wrap of a 3ct pack had damaged heat cells where the content leaked " (device leakage) was assessed as non-serious. No other adverse event was associated with the use of the device. This is a single potential device malfunction has a theoretical risk to cause skin burn. The event was assessed as associated with the use of the device.